Event description:
A customer contacted global technical service (gts) regarding system error 2240 in drain 1 of 5. The technical service representative (tsr) helped the caller end therapy as the hp started over with the same supplies from previous therapy that ended due to the system error alarm; the caller would discard the supplies. The caller would contact the rn (registered nurse) regarding the alarm while being connected. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. No injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.